Event description:
During placement of the device, the health professional followed label directions regarding lubrication, but had great difficulty passing the tube over the guidewire. The reporter stated this was a concern since the pt was in intensive care and on a ventilator, and the procedure had to be completed quickly. On removal of the guidewire, it was obvious that the outer coating of the guidewire had come off. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission date of this report: 04/24/98. E1. Reporter's name and telephone number are being reported as this information was not available at the time the original MDR was submitted.